Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. Patient was stable post procedure.

Manufacturer narrative:
The reported field event of battery performance alert (bpa) was verified in the lab. However, further investigation showed that the bpa was falsely triggered since the device had a firmware download performed in the field, and the data required for bpa calculation was lost during the process. Interrogation of the device revealed the device was above eri when received. A longevity calculation was performed based upon programmed settings and usage data. The calculations showed the battery depletion was normal.